Event description:
On (B)(6) 2020 multiple spills involving chemotherapy drug preparations occurred inside the i.v. Station onco device. The spills were identified and subsequently cleaned by the user. The needle guidance pincers used in the bag injection process were not functioning correctly, were found to be dirty and were cleaned to restore proper functionality and prevent recurrence. There is no adverse patient effect related to these drug spills within the device.

Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in sections d3 and g1.